Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was dislodged. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.

Event description:
New information noted that the event was initially noted remotely via merlin.net.